Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for the event. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening device on posterior side assessed as unidentified (tear) opening (shell thickness within specification). Silicone migration: unable to observe as it is a medical event not related to the device. Granuloma: unable to observe as it is a medical event not related to the device. Lymphadenopathy: unable to observe as it is a medical event not related to the device. Additional observations: creases are observed. No further actions are required as the device was implanted.

Event description:
Physician reported ruptured device. Additionally, patient's representative reported "lymph node siliconomas" diagnosed by an ultrasound. The device was explanted and replaced with a non allergan device. Right side.

Event description:
Patient representative reported "lymph node siliconomas diagnosed by an ultrasound".

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: silicone migration and lymphadenopathy.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.